Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as insulin flow blocked alarm. Customer¿s blood glucose level was 500 mg/dl at the time of incident and over 500 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer stated that they had tried all remedies. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for insulin flow blocked alarm. The device will not be returned for analysis.